Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079679.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Nothing was explanted or added.